Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6)) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when implanting the lead, the manufacturer representative (rep) could not clear the connectivity test, and the impedances were out of range. Bipolar 0-1a, 1a-3,1a-2c, 1a-2b, 1a-2a, 1a-1c, 1a-1b were high. Several trouble shootings later, they swapped out the lead and continued the procedure without any issues. There were no identified environmental/external/patient factors that may have led or contributed to the issue. They tried re-attaching the lead test cable, twisting the cable to remove any residue. They opened another lead test cable and the impedances and connectivity testing still failed. A new lead was opened and inserted. The issue was resolved at the time of this report. No patient symptoms or further complications were reported as a result of this event. Additional information was received reporting the lead with impedance issues were happening when the lead was implanted for motor testing. It was removed and packaged for return due to the impedances and the connectivity test failing. The surgeon believes it was due to an air bubble along the trajectory of the lead. That is speculation.

Manufacturer narrative:
Continuation of d10: product ID b3301542 lot# serial# (B)(6); product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 26-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.